Event description:
It was reported the 3m¿ ranger¿ blood/fluid warming high flow set spike misaligned with the tubing during use after infusing several bags of solutions and blood. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned to solventum for analysis and a lot number was not provided. Solventum is unable to verify the leak, identify exact location, and root cause without a sample. Based on the problem description, a likely cause is a spike to tubing connection leak. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.